Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a connection issue between an unknown baxter transfer set and an unknown baxter cassette. This occurred during dwell cycle of peritoneal dialysis therapy. The patient stated that they had woken up and discovered that the patient line was disconnected from the transfer set. The technical services representative assisted the patient with ending therapy. There was no report of patient injury or medical intervention associated with this report. No additional information is available.